Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the pacemaker exhibited 107 noise reversions. No intervention was performed. The patient will continue to be monitored.